Event description:
It was reported in a literature article titled "longer axial length is associated with better prediction for refractive error after sutureless flanged intrascleral fixation of intraocular lens" that a retrospective study was done to investigate refractive outcomes and associated factors after sutureless flanged intrascleral fixation of intraocular lens (sfif-iol). A total of 139 eyes of 134 patients were subjected to sfif-iol and were implanted with the three-piece iol sensar ar40e (amo); but from 139 eyes, the final count included in the study was reduced to 91 eyes of 86 patients due to different exclusion criteria. Among the excluded eyes, it was reported that n=3 eyes were excluded due severe immediate postoperative complication requiring additional vitrectomy (iol dislocation). All 91 eyes that underwent sfif-iol are assessed as off-label. It was reported that 44 eyes showed refractive surprise, defined as absolute prediction error (ape) > +0.5 d. Additionally, astigmatism at final follow-up were reported as -1.78 ± 1.10d for all eyes.

Manufacturer narrative:
Section a2, a3, a4. A5 and a6: unknown, information not provided. Section b3: date of event: unknown, information not provided. Section d4: additional device information: model number: unknown section d4: additional device information: catalog number: unknown section d4: additional device information: serial number: unknown ar40e section d4: additional device information: expiration date: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section e1: reporter: middle name: unknown, information not provided. Section e1: reporter: email address: unknown, information not provided. Section e1: reporter: address: address - line 2: unknown, information not provided. Section e1: reporter: address: state, province, or territory: unknown, information not provided. Section e1: reporter: post office or zip code: unknown, information not provided. Section e1: reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Citation: oh, r., bae, k., yoon, c. K., yoon, c. H., lee, e. K., & park, u. C. (2024). Longer axial length is associated with better prediction for refractive error after sutureless flanged intrascleral fixation of intraocular lens. Eye, 38(5), 988¿993. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.